Event description:
It was reported that post a device replacement, the patient developed a hematoma that was so large that it popped open the incision site. The device and leads were explanted as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).